Event description:
It was reported to boston scientific corporation that a bib intragastric balloon system was used during an intragastric balloon insertion performed on (B)(6) 2024. During the procedure, the valve was obstructed, preventing its introduction endoscopically. The procedure was cancelled due to this issue. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Additional information update information made to sections b5, e2 and e3. A bib intragastric balloon system was returned to boston scientific corporation for analysis. During the visual analysis the balloon was returned with the fill tube detached from the catheter. The event of catheter detachment of device or device component can be confirmed. This investigation is assigned a most probable conclusion code of adverse event related to procedure. Block h6: impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure.

Manufacturer narrative:
Block h6: impact code: f1001 is being used to capture the reportable event of aborted, cancelled procedure.

Event description:
It was reported to boston scientific corporation that a bib intragastric balloon system was used during an intragastric balloon insertion performed on (B)(6) 2024. During the procedure, the valve was obstructed, preventing its introduction endoscopically. The procedure was not completed. There were no patient complications reported as a result of this event. This event is being reported for an aborted, cancelled procedure with a patient under anesthesia.